Event description:
It was reported that the device was used on a pediatric patient during a cyst removal on the stomach. There were two incidents of post operative leakage and the surgeon had to go back into patient. Patient is currently in ICU, no further information is known at this time. It is unknown if the device will be returned for evaluation.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information requested: patient questions: please describe how long after surgery each of the two leakages occurred and what steps were taken at that time to address the leakage. Quantify amount of blood loss. Was a transfusion required? If yes, how much blood was transfused? Describe how was the blood loss controlled? Condition of the patient following initial surgery - stable, discharge, critical - please explain. Was the patient taking any anticoagulants (aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Does the patient has a known coagulation disorder? Has the patient taken any steroids? What was the patient's pre-op hemoglobin and hematocrit? What was the patient's post operative hemoglobin and hematocrit? As the patient was still experiencing pain at the time of the complaint, what is the current patient condition? Are there any anticipated long-term effects from the burn? Will the patient need any follow-up? Age, sex, weight of patient and pre-existing medical conditions. Procedural questions: at any time during the procedure, was there a problem not achieving hemostasis? Please explain. During initial surgery was any medical intervention required - such as convert to open to control bleeding? If yes, describe name of procedure. Was the tissue thick, dense and fibrous? What was the size of the vessel or artery/cyst? Was excessive grasping force used? What other instruments were used during the surgery? (Clamps, scissors, etc.)? Which generator was being used - rf60 or gen11? If rf60 was being used, were the beeps heard? Were any indicator lights illuminated during activation, which the device appeared to not give off energy, such as: yellow replace indicator, yellow control indicator; green complete indicator which mode was being used? Single tap / double tap. Which confirmation did they get? Confirmation tone / chirp at end of 15 seconds or 2 minutes. If gen11 was being used, did the gen11 display any yellow alert screens during the procedure? Did the surgeon hear the tone changes? Tone 1 is heard when the energy activation button is pressed. Pressing the energy activation button energizes the jaws and begins coagulation of the targeted tissue. Tone 1 is heard as energy is delivered to the grasped tissue. Tone 2 is heard when tissue impedance threshold is reached. This is when the tissue is transected and the tissue collapses during coagulation. The I-blade knife is ready to be fully advanced. Tone 3 is heard when the cycle is complete. After the closing handle is fully closed, the I-blade knife is fully advanced, and the tissue impedance threshold has been reached, the cycle is complete and automatically stops delivery of energy. How long has the surgeon and account been using the gen11? Does the generator have noticeable damage (i.e. Crunched ends, rattling parts)? Yes / no. Was the post op leakage found to be at the site that the enseal device was used? How did they know that a 2nd operation was required? What other instruments were used in this procedure? Whether the patient was anemic before the surgery? Whether the ''gastric duplication cyst'' was conducting to the stomach lumen? Whether the ''leak'' involving any leak of gastric fluid? Was a nasogastric tube inserted at the conclusion of the cyst resection? According to the operating surgeon, what was the etiology of the ''anemia'' if the blood loss was minimal? Please provide any visual imagery of the sealing line at the cystectomy site (collected during the initial surgery and in the re-operation). ''Was the post op leakage found to be at the site that the enseal device was used? - yes. Along the greater curvature, where short gastrics were taken & at the site where the cyst was removed there was a 3cm hole.'' Was the enseal device was used where the cyst was removed and is the device believed to be the reason there was a hole there. Was there any additional suturing done at the site where the cyst was removed?